Manufacturer narrative:
A prepaid label will be sent to the consumer for return of the product.

Event description:
Consumer claims his humidifier sparked and exploded. There were no reports of injury or property damage with this incident.

Manufacturer narrative:
Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident. This product was examined on august 20, 2015, by visual inspection and product testing. Unit has mineral build-up which indicates the consumer did not properly clean the unit, which is a violation of the instructions and warnings of the product. The mineral buildup caused corrosion and eventual failure of one of the wires causing them to arc with another broken wire making noises and discoloring the ends of the wires which left the unit in a fail-safe condition.